Event description:
It was reported that a user experienced dexcom g6 sensor expiration and pairing difficulties with an ilet system, with the pump and dexcom app displaying sensor expired notifications; the user confirmed a blood glucose of 184 mg/dl by fingerstick, entered sensor code and transmitter serial into the pump, and proceeded through warm-up, but the sensor was ultimately determined to be faulty and replaced, after which the sensor started and functioned properly with blood glucose back in range. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm function and return of blood glucose to target range. Investigation included guided troubleshooting, verification of correct sensor code and transmitter entry, warm-up monitoring, bg run mode use during warm-up, and follow-up to confirm system performance. Investigation of this case revealed that the initial sensor had expired and failed to complete setup, and replacement resolved the issue with successful ilet-cgm pairing and data availability. It was concluded, based on previously established findings for similar reports, that the cause was sensor expiration leading to setup failure, resolved by sensor replacement and proper pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.